Event description:
It was reported that the pump was damaged after being dropped, which compromised its watertight integrity. There was no adverse impact to the customer's blood glucose level. The customer was advised by technical support to put the pump into storage mode and return it to tandem within 10 days using the provided return box and pre-paid label. A replacement pump was sent, which included updated software, and the customer acknowledged the necessary steps upon receiving it. Customer will continue to use current pump.